Event description:
Clinic notes received for the patient indicated that the patient reported that the generator had moved down in the patient¿s chest and was pulling on her neck with stimulation. The patient noted discomfort. It was noted that the battery had moved below the incision scar. The patient was referred for generator replacement surgery. It was noted that the surgery was to occur both for patient comfort and to preclude a serious injury. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Surgical notes received for the patient's implant surgery on (B)(6) 2017 indicated that strain relief was used while anchoring the lead. The generator was noted to have been anchored with a silk stitch. The patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
Corrected data, initial report: medical professional's assessment was inadvertently not reported in the initial report.

Event description:
Further information was received from the patient's treating medical professional that the cause of the migration was not patient manipulation or trauma and that it was unknown a non-absorbable suture was used. It was noted that the cause of the lead pulling sensation was device migration.